Manufacturer narrative:
Manufacturing site evaluation: there is no device available for investigation. Batch history review: a batch history review is not possible, because the batch of the complained device is unknown. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause. The most probably root cause for the problem is usage related. Rationale: without further knowledge about the circumstances and without a instrument for analysis, we assume a mechanical overload during usage and handling.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the activl distraction forceps. Intraoperatively, the surgeon was attempting to use/distract the instrument and the tooth bent. The assistant tried to straighten it, however, the tooth broke off. There was no delay in surgery or intervention required. Additional information was not received. The malfunction is filed under aag reference (B)(4).